Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2021 with natural patella preserved. Patella resurfaced due to pain on (B)(6) 2024. No components were revised. Australia-c24-357

Manufacturer narrative:
Unreporting: the second surgery was performed just to insert a patella, therefore there is no alleged deficiency against the device. Patella resurfacing cases are not considered reportable events. Please void the following report.